Event description:
Patient said that she is having a problem with a cadd legacy pump sn# (B)(4) which is due for maintenance next month ((B)(6) 2019). She said that while the pump is in use, she can hear the pump humming "like a hummingbird". She did not notice any problems with the delivery of the medication and no adverse event due to the pump malfunction. Pump replaced, back up pump was used. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device: yes. Reported to (B)(6) by: patient/caregiver.